Manufacturer narrative:
Block h6 device code a0414 is being used to capture the reportable event of balloon torn material.

Event description:
It was reported to boston scientific corporation that an orbera balloon was implanted during a procedure on (B)(6) 2025. During the removal procedure on (B)(6) 2026; when the staff punctured the balloon using the needle; the balloon completely ripped across the top surface allowing the balloon content to empty out into the patient. The physician suctioned fluid and successfully removed the balloon. According to the media provided it can be seen the balloon colored blue. However, the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline. There was no patient complications reported as a result of this event.